Event description:
It was reported that this electrode became dislodged. This was confirmed by x-ray. A revision procedure has been scheduled. No adverse patient effects were reported at this time. Currently, this electrode remains in service.

Event description:
It was reported that this electrode became dislodged. This was confirmed by x-ray. A revision procedure has been scheduled. No adverse patient effects were reported at this time. Currently, this electrode remains in service. According to additional information the revision procedure did occur as scheduled. It was noted that the suture that was supposed to be attached to the electrode had broken. This electrode was repositioned, and the procedure completed. A new defibrillation threshold (dft) test was performed showing normal measurements. No additional adverse patient effects were reported.